Event description:
It was reported that the device was successfully explanted and replaced due to inappropriately charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.